Manufacturer narrative:
H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from a crack in the corner of the cassette component of the set, which is known to cause this alarm. The cause of the crack could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain eight of thirteen of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a crack in the homechoice cassette which resulted in a leak from the corner of the cassette. Renal therapy services (rts) assisted the patient with clearing the alarm and in removing the supplies. Proper procedures per the user manual were reviewed with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.